Event description:
Corneal abrasion from misuse and dispensing of cosmetic contact lens from a non eyecare professional. Dose or amount: 1 per eye. Frequency: extended wear. Route: ophthalmic. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: cosmetic. Event abated after use stopped or dose reduced? Yes.